Manufacturer narrative:
Submit date: 7/22/16. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a tb syringe. The customer states the needle detached while drawing medication from a vial.

Manufacturer narrative:
The device history record for the lot control and the shop orders indicate that product and specification requirements were met with no non-conforming product identified relating to reported condition. The manufacturing site did not receive any samples with this customer report. Without a sample, an investigation cannot be performed and the reported condition cannot be confirmed. Procedures and work instructions exist for the proper handling and verification of components and the operation of the molding, syringe assembly and packaging machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Production associates are required to visual inspect and physically test molded components to specifications as defined by the quality inspection standard. Preventive maintenance and cleaning requirements are defined for the molding machines and tools to ensure process capability is maintained. During production, the assembly and packaging equipment is checked regularly to verify the equipment is functioning properly the machine that assembles this product is equipped with vision systems that verify the presence of the lock insert and shield and a station that tests the shield function on the syringe. The machine tests every syringe and it must function within the specification limit or the machine will kick-off the syringe. The syringe assembly machine this product is produced on is equipped with a vision system that verifies the presence of adhesive and looks for missing, inverted, and bent cannula to ensure that they are within specified limits. Adhesive cure is monitored on-line and through cannula pull testing. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly. Inspectors routinely examine product to ensure it meets aql. A lot cannot be released unless it passes visual and physical testing requirements. Per norfolk procedure, complaint trends will be evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.